Event description:
After the atrial fibrillation procedure using wide area circumferential ablation, an effusion occurred requiring a pericardiocentesis. After the ablation, the patient had a drop of blood pressure. An effusion was diagnosed with transthoracic echocardiogram, about 2cm around the heart. A pericardiocentesis was performed and 650ml was drained. The patient is recovering. The physician believes the effusion occurred during radio frequency application of the ablation catheter. There are no performance issues with any abbott device reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.